Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line green cap (pull ring) of an unspecified quantity of amia automated pd cycler sets had dislodged from patient line before the cassettes were removed from the outer wrap. It was further stated that the green cap is not secured to the patient line and falls off with minimal handling during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.